Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "unclear image" could not be confirmed, and therefore no cause could be presumed - however, the image was found to be shadowy, which was determined to have been due to scratches on the lens. The user can detect the event properly by device handling in accordance with the following instructions for use (IFU): ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was a sporadic failure. The failure could not be confirmed but occurrence was likely. The image was shadowy due to scratched objective lens. The instrument channel tube had leakage. The electrical connector was corroded. The light guide tube was damaged. The protector was discolored. The switches had leakage. The insertion tube was seriously wrinkled. The light guide bundles were immersed. The objective lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic procedure, the evis lucera gastrointestinal videoscope presented a blurry image while being used with the evis lucera video system center. The subject could not be recognized. The intended procedure was completed with another scope with no surgical delay. No patient injury reported.